Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due an infection, which spread to the implant site. Review of the device's sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. This is a final report.

Event description:
The recipient had the device explanted to treat an ear infection. Reportedly, the infection had spread to the level of the electrode site. It was unknown when the infection started. The recipient plans to be re-implanted when she is fully recovered.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient had the device explanted to treat an ear infection. Reportedly, the infection had spread to the level of the electrode site. It was unknown when the infection started. The recipient plans to be re-implanted when she is fully recovered.